Event description:
Healthcare professional reported left side "rupture intra & extra capsular" diagnosed via ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Additional health effect - impact code 4: f2203 - imaging required. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported left side "rupture intra & extra capsular" diagnosed via ultrasound and MRI. Device has been explanted and replaced.